Event description:
This revision femoral component was a custom design provided under compassionate use (B)(4). The patient has a nickel allergy. This femoral component was made of titanium alloy with tinbn coating. The device was implanted (B)(6) 2020. X-rays show that the stem has fractured. Revision surgery is planned for (B)(6) 2024. X-rays suggest that the proximal flat surface of the distal femur was not seated against bone, and that compressive loads on the joint may have caused a flexion moment carried mostly by the stem, which due to its material and small diameter experienced fatigue failure.